Event description:
It was reported by the patient that the needle did not deploy, and pink slide did not move forward, is not visible in the viewing window and when the pod was removed the cannula was not visible. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with needle mechanism assembly not deployed. The pod data showed the pod was in state 15 and delivered 0 pulses, indicating the pod was filled but it never completed the activation process. Due to the pod never having completed the activation process, no problem was found regarding the reported needle did not deploy event.